Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited noise oversensing. No changes or interventions were performed; the icm will continue to be monitored. There were no patient consequences.